Event description:
It was reported by plaintiff's attorney that the plaintiff was implanted with a monarc subfascial hammock on (B)(6) 2006 to treat her symptomatic urinary incontinence. It was alleged the plaintiff suffers from more severe urinary incontinence, pain and suffering, emotional distress, infection, as well as scarring of vaginal tissues.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.